Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the proximal femoral nail antirotation (pfna) nail broke and was removed and replaced with a dynamic hip screw (dhs) plate and screw. Concomitant devices reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). Unk - helical blade (part# unknown; lot# unknown; quantity: 1). This report is for one (1) pfna ø10 long r 130° l320 tan. This is report 1 of 1 for (B)(4).